Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the complaint of a keypad button response issue could not be adequately investigated during testing. Investigation revealed that the battery compartment was cracked and there was a battery compartment leak. The display screen remained blank due to moisture on the pcb. Additional testing could not be completed due to the moisture, resulting in the blank display screen. There was no visible moisture found in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.